Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 330mg/dl. The customer stated that when he removed the cannula it was bent, but the insulin pump did not alarm no delivery. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.